Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in belgium review of the most recent repair record determined the motor was corroded, the motor speeds were unstable, and the reciprocating arm and screws were worn. The motor, reciprocating arm, and screws were replaced to resolve the reported issue. Complaint can be confirmed through the returned product analysis. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during maintenance, the device had a corroded motor, worn reciprocation arm, and worn screws. Investigation results indicate that the motor speeds were unstable. There was no patient involvement. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.